Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during predilatation in the right superficial femoral artery, the fox plus balloon ruptured at 10 atmospheres during the second inflation. The catheter was removed and there was no adverse pt effect reported. No add'l info was provided.

Manufacturer narrative:
(B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.